Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. On (B)(6) 2013 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time in the morning. She tested back to back on the subject meter and observed values of "349, 364 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient felt these readings were inaccurately higher than her usual readings in the "100's." The patient manages her diabetes with lantus insulin 75u in the morning and 75 units in the evening and humalog insulin based on her meter readings. The patient reported that she took 17 units of her humalog insulin at an unknown time in the morning in response to the alleged high results. She claimed that approximately 2 hours later, she developed symptoms of "feeling sick, tired and had a seizure" but despite her symptoms, she denied receiving any form of medical intervention. She reported that she contacted her doctor at approximately 11:30am that day and was advised by the doctor to watch her readings and to call back if she got worse. It is unknown at this time if the seizures are associated with complications from her diabetes; she informed the mss that she has been referred to a neurologist to follow up. She stated she at the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.